Manufacturer narrative:
(B)(4). The product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-03365. It was reported ((B)(6)) x-rays noted the patient's ons leads were disconnected from the ipg header. The patient underwent surgical intervention (date unknown) where the physician attempted to reconnect the leads into the ipg header; however the ipg header set screw would not tighten. The physician decided to reinsert the lead into the header and close the pocket without tightening the set screw. After 3 weeks, the patient developed an infection. The patient underwent surgical intervention (date unknown) where the physician explanted the ipg. It is unknown if the lead was left implanted. Additional information has been requested; however it is unavailable at this time.

Event description:
Additional information received indicates patient was hospitalized and antibiotics were prescribed to treat the staphylococcus aureus infection at the ipg site. During the ipg explant procedure while removing the infected part the physician pulled the lead to the neck area. The patient experienced bulge at the neck and at the scar on the shoulder. Blood test revealed increased crp (c-reactive protein test). The patient was diagnosed with staphylococcus infection and purulent wound at the lead site. As a result, the lead was explanted on (B)(6) 2016 to address the issue. Reportedly, the infection was resolved in end of (B)(6) 2016.